Manufacturer narrative:
The date received by manufacturer field has been updated to reflect the corrected date of 09/04/2017.

Manufacturer narrative:
Investigation summary: the returned units did not display any adverse characteristics that would contribute to the defect the customer experienced. Functional test (needle retraction) was performed as well as the hub twist test then depressed the buttons; the retraction was successful, no delayed reaction was observed. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. There was no definite physical or mechanical evidence that confirmed and supported manufacturing process related issues for the defect observed in this incident. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Investigation conclusion: the defect needle retraction failure; as stated in the subject of the pir was not confirmed. The returned units did not display any adverse characteristics that would contribute to the defect the customer experienced, per the pir. The defect described in the incident report could not be confirmed or replicated with the returned units. The actual unit described in the incident report was not returned for evaluation. Did the evaluation confirm the customer¿s experience with the bd product? No; the customer experienced was not confirmed based on the evaluation and testing that was performed on the returned units. Were we able to reproduce the customer's experience with the bd product? The actual unit described in the incident report was not returned for evaluation. Was the device used for treatment or diagnosis? Treatment the corrective action statement is approved/authorized and final review of the complaint will be conducted by designated complaint handling unit. Lot analysis device/batch history record review: yes DHR review was performed on the following lot number: 7006555 per review of the DHR it was concluded that all required challenges samples and testing was performed per specifications s-au33, s-au34, s-au35, and s-au36, in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. The peura (end user risk analysis): yes reason: the peura is required for all MDR reportable investigations. Findings: the analysis showed that due to low occurrence, current risk is acceptable. Visual analysis received eight unused iag 22ga units in sealed packages from the lot number 7006555. Visual/microscopic examination: observed there was no mechanical/physical damage to any of the springs, needle hubs, grips, or evidence of adhesive on the buttons or hubs. Observed no signs of bends, cuts, holes, kinks, splits, or wrinkles were found in the catheter tubing or the needle thru catheter. Functional test (needle retraction) was performed: performed the hub twist test then depressed the buttons. The retraction was successful, no delayed reaction was observed. (There was no audible click when the units were retracted). Investigation samples(s) meet manufacturing specifications: yes; the returned units provided for evaluation met and performed per the required manufacturing specifications root cause description: relationship of device to the reported incident: indeterminate there was no definite physical or mechanical evidence that confirmed and supported manufacturing process related issues for the defect observed in this incident. Rationale: corrective action project / CAPA (#): a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and/or process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while practicing usage of a bd insyte¿ autoguard¿ shielded IV catheter 22 g x 1 in., the needle failed to retract. There was no report of injury or medical intervention.